Event description:
A medtronic stent graft system which is not approved in the united states was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm of the distal aortic arch. It was reported that after performing a carotid-carotid bypass, the stent graft was placed proximally with the bare springs crossing the innominate artery. A reliant balloon was then used to model the stent graft. The reliant balloon was discarded by the user facility. At some time post-operatively, a type a dissection was observed. At an intervention for the dissection, a tear at the level of the bare springs was noted. Details on the intervention have not been provided. No additional clinical sequelae were reported, and the pt is recovering.

Manufacturer narrative:
(B)(4). Results: (arterial trauma/dissection/perforation), (proximal placement of the bare springs of the stent graft crossing the innominate artery). Conclusions: (proximal placement of the bare springs of the stent graft crossing the innominate artery).